Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had an allegation of there being a short circuit causing low defibrillation impedance. The short circuit in the rv lead caused the shock to be aborted by the device so that the shock configuration could be changed and therapy could be successfully delivered. No intervention was performed. The patient was stable throughout.